Event description:
Healthcare professional reported left side "capsular contracture baker grade I" and "intracapsular rupture". Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.6, h.6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade I" and "intracapsular rupture". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non-penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Regulatory agency reported "capsular contracture baker grade I" and "intracapsular rupture". This record is for the left side. Device was explanted and replaced with another company's device brand.